Manufacturer narrative:
The complaint device associated with this report was cut in pieces when received. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. There have been no other complaints received for additional lenses manufactured in this workorder.

Event description:
The physician reported the lens was removed and replaced because the patient was unhappy with the post operative refraction. Patient recovered without complication.